Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the instrument jammed and was difficult to open. The duct had to be cut in order to remove the device. The pt returned on october 25, 1999 and underwent an endoscopic retrograde cholangio pancreatography. No pieces were found. The hosp has reported the pt's condition as satisfactory.